Event description:
No additional information is available regarding the incident.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The following sections have been updated: b4, b5, g1, g3, g6, h2, h4, h6, h11. Visual examination of the provided photo confirmed there is abnormal wear to the outer edge of the liner. However, the wear is secondary to disassociation. The head being displaced is covered on the linked complaint. Review of the device history record identified no deviations or anomalies during manufacturing. The reported event of wear was confirmed; however, it is secondary to disassociation. Therefore, no problem was found with the reported device as the wear is secondary to disassociation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised due to disassociation and it was noted during the revision that the polyethylene bearing was also worn out. The glenosphere and bearing were removed and replaced. There was harm or injury to patient as the patient had to underwent additional surgical procedure. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). D10 narrative: item: 010000589; lot #: 66160344; item number: comp rvrs 25mm bsplt ha+adptr. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.